Manufacturer narrative:
Affected device not report. Bilateral device info reported below. Left lot: 2597465. Left sn: (B)(6). Right lot: 2476038 right sn: (B)(6) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture to unknown side. Device remains implanted.